Event description:
It was reported that the patient's implantable neurostimulator (ins) was repositioned because it had moved/migrated. The patient had suspended their therapy because they had difficulties recharging and pairing with their recharger after the migration. After the repositioning the ins was now located in the left abdominal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ae 100 reported neurostimulator migration was resolved on (B)(6) 2014 after the neurostimulator repositioned on (B)(6) 2014. For the patient stopped therapy by herself because lot of time recharging it due to difficulties in pairing the stimulator and the charger, the query is still pending for site reply and no more information can be provided now.